Event description:
This is a follow up #1 to report the investigation results of the returned needle. As reported in the initial: it was reported that 3 icerod cx needles were used for the procedure. During the freeze cycle, the temperature didn't read on the system for 1 needle. Then, during the thaw cycle, the same needle caused the patient to twitch. I-thaw was stopped and passive thaw was used. The case was completed with no injury to the patient. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and it was found that 3 electrical hi-pot issues were recorded for this needle's batch. Investigation determined that the issue was caused by damage found to the wire insulation on the heater wire. Muscle spasm is a known potential risk to the procedure and is listed in the risk documents.

Event description:
It was reported that 3 icerod cx needles were used for the procedure. During the freeze cycle, the temperature didn't read on the system for 1 needle. Then, during the thaw cycle, the same needle caused the patient to twitch. I-thaw was stopped and passive thaw was used. The case was completed with no injury to the patient. The needle will be returned for investigation.